Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2025, under general anesthesia. During a 3-month follow up, an MRI found 0.59 cc of hydrogel intravascularly in the periprostatic venous plexus, surrounding the prostate. The patient has already completed his radiation therapy; he received 5 fractions mr-linac.